Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the cutter was not sharp and it was not cutting right. On (B)(6) 2016, it was clarified that the issue occurred that there was no additional information to be added and there are no additional contacts for information. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed that the device was out of calibration but produced a passing test mesh and has never been in for repair. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, cutter, worn side plates, gears, damaged hardware, and repair of the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device produced a passing test mesh and has never been in for repair. However, it was revealed that the device calibration was out of specifications. The reported event was non-verifiable since during initial inspection the device produced a passing test mesh and has never been in for repair. However, it was revealed that the device calibration was out of specifications. The root cause of the reported event cannot be specifically determined with the provided information. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the roller, cutter, worn side plates, gears, damaged hardware, and repair of the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the cutter was not sharp and it was not cutting right. No adverse events were reported as a result of this malfunction.